Manufacturer narrative:
This reference (201120) is discontinued / inactivated with the FDA.

Event description:
Non-traumatic fall caused by a fracture of the neck of the stem of the left total hip prothesis. Need for major surgical revision of total hip prosthesis with femorotomy and change of the prosthetic materiel.